Event description:
In 2005 my optometrist recommended cataract surgery. I had the restor lens in the left eye and two weeks later the right. I have had problems with my vision since then. I do need glasses for distance and bifocals for reading. At best I believe I tested 20/40 - 20/50. I believe further studies should have been made and the eye center of texas should not advertise as in the ad.